Event description:
The pt reportedly experienced sound quality issues with the use of her device. Testing showed that the device was functioning. External equipment was exchanged and programming adjustments were mead; however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear stimulator.